Event description:
Reference MFR report: 1627487-2019-05091. Based on information obtained, the patient's device was explanted. Surgery date was not provided.

Event description:
Reference MFR report: 1627487-2019-05091.

Manufacturer narrative:
(B)(4).

Event description:
Reference MFR report: 1627487-2019-05091.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-05091. It was reported the patient¿s scs system was not providing adequate relief. Reprogramming was attempted several times unsuccessfully. As a result, surgical intervention may take place.